Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient's parent reported that their son is not able to continue treatment with the aligners. The patient had to pause treatment while they were in the hospital undergoing treatment and unable to wear them. The patient started treatment and the aligners began triggering migraines and severe gum irritation and bleeding. Patient was advised by their dentist and neurologist to discontinue the use of the aligners. Requested letter of recommendation to cease treatment.